Event description:
Spontaneous: patient's spouse reported that patient's pump started alarming 'no disposable, clamp tubing' this morning, patient's wife reported that multiple cassettes from the last shipment (no lot available) would give this error and not run on either pump. New cassette was made and the pumps would run fine. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the patient have additional cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. No additional information or dates known as this time.

Event description:
Spontaneous: patient's spouse reported that patient's pump started alarming 'no disposable, clamp tubing' this morning, patient's wife reported that multiple cassettes from the last shipment (no lot available) would give this error and not run on either pump. New cassette was made and the pumps would run fine. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the patient have additional cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. No additional information or dates known as this time.